Event description:
Customer reported that ventilator went vent inop and alarmed during checkout. There was no pt involvement. Vent inop, when in use, will stop providing ventilatory support to the pt.

Manufacturer narrative:
The respironics service technician confirmed the reported problem due to a flow sensor failure. The service technician replaced the exhalation flow sensor. Performance verification testing and extended self testing (est) was performed on the ventilator, and all tests passed per operating specifications. The service technician reported there was an f&p 850 humidifier in use on the ventilator. Exhalation flow sensor.